Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported loss of medication because it ends up crooked and the medication flows out. They are not well sealed and air enters instead of the drug we are trying to collect from the vial. This batch does not fix well on the needles. Some syringes do not screw properly to the needle and others we have to force them so hard that they stay screwed that to change syringes while the needle is in the patient's skin, we have to use forceps. Verbatim: product number : 309657. Description : bd 3-cc syringe without needle. Lot number : 9186759. Quantity : 3 boxes. Details of the complaint loss of medication because it ends up crooked and the medication flows out. They are not well sealed and air enters instead of the drug we are trying to collect from the vial. This batch does not fix well on the needles. Some syringes do not screw properly to the needle and others we have to force them so hard that they stay screwed that to change syringes while the needle is in the patient's skin, we have to use forceps. The needles are not the problem because they fit and abut well with the other batches of syringes. No problem with other lot. Additional information: occurrence date: customer's saying that it is impossible to provide precise date data because many doctors do infiltrations on different days.

Manufacturer narrative:
H.6 investigation summary: five 3ml syringes in fully sealed blister packs from batch 9186759 (p/n 309657) were received and evaluated. It was observed in all the samples the tips were slightly bent. Luer leakage testing was performed on all five syringes per procedure with no leakage observed. Although the syringes had bent tips, the damaged appeared to be cosmetic in nature as no functional defects were observed in the samples received. The potential root cause for the bent tips is associated with the marking process. It was likely due the barrel guide being slightly out of adjustment. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary. Additionally, adjustments were made during the manufacture of this batch to correct the issue and the machine was verified to be working properly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported loss of medication because it ends up crooked and the medication flows out. They are not well sealed and air enters instead of the drug we are trying to collect from the vial. This batch does not fix well on the needles. Some syringes do not screw properly to the needle and others we have to force them so hard that they stay screwed that to change syringes while the needle is in the patient's skin, we have to use forceps. Verbatim: product number: 309657, description: bd 3-cc syringe without needle, lot number: 9186759, quantity: 3 boxes. Details of the complaint loss of medication because it ends up crooked and the medication flows out. They are not well sealed and air enters instead of the drug we are trying to collect from the vial. This batch does not fix well on the needles. Some syringes do not screw properly to the needle and others we have to force them so hard that they stay screwed that to change syringes while the needle is in the patient's skin, we have to use forceps. The needles are not the problem because they fit and abut well with the other batches of syringes. No problem with other lot. Additional information: occurrence date: customer's saying that it is impossible to provide precise date data because many doctors do infiltrations on different days.